Event description:
It was reported that during a shoulder procedure, the qfix drill broke inside the drill guide; drilling was in line with drill guide. All broken parts were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, it was confirmed per case correspondence, the drill broke inside the drill guide and not in the patient. However, it was communicated, that all broken parted were reportedly removed from the patient and the procedure was completed with a non-significant delay using a back-up device. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. An analysis of the customer provided image found a drill broken in a drill guide. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event is excessive force. No containment or corrective actions are recommended at this time.